Event description:
The patient's right knee was revised due to pain and loosening. As per sales rep, both femur and tibial baseplate were loose.

Manufacturer narrative:
An event regarding baseplate and femoral component loosening involving a triathlon baseplate component was reported. The event was not confirmed. Method and results: not performed as the device was not returned for evaluation. Not performed as no medical records were provided. DHR review was satisfactory. Chr review determined that there were no other similar events reported for the lot. Conclusions: the reported event cannot be confirmed with the limited information provided. Further information such as device evaluation, x-rays, operative notes and patient details are required to further investigate this event to determine a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's right knee was revised due to pain and loosening. As per sales rep, both femur and tibial baseplate were loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Information received indicated that no further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.